Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to check the equipment. Representative reported that the x-stage cover was bent. The cover was removed and straightened. After fixing the cover rep performed system checkout and system passed all testings. System is working normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that the gantry of the imaging system had problem with docking and moving in and out. There was no patient present at the time of the issue.